Manufacturer narrative:
H6: code b20 - the device was not available for direct analysis by gore. H6: code c20- a review of the manufacturing records for the device could not be conducted because the lot/serial number remains unknown. H6: code b22- type of investigation (insufficient information available). The information received did not include the following: a) unique device identification, b) clinical images enabling direct assessment of product performance, or c) product. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature publication was reviewed: chang jm, jordan wd jr. Accurate placement of thoracic aortic endografts. Ann vasc surg. 2020;69:110.e19-110.e21. Doi:10.1016/j.avsg.2020.09.030. The objective of this publication was to describe management of thoracic endograft malposition during thoracic endovascular repair using gore® tag® conformable thoracic endoprosthesis and gore® tag® conformable thoracic stent graft with active control system, with adjunctive fixation using the non-gore aptus endoanchor system. Two patients underwent thoracic endovascular aortic repair for thoracic aortic pathology, using standard endovascular techniques with intraoperative imaging guidance including angiography and intravascular ultrasound. Case 2: in the second patient, a 58-year-old female with acute upper extremity embolism from a mobile aortic arch thrombus, deployment of a gore® tag® conformable thoracic stent graft with active control system resulted in proximal migration with coverage of the left carotid artery and partial coverage of the innominate artery. Endoanchors were used to reposition the graft to a more distal location that included partial coverage of the left subclavian ostium. Follow-up imaging demonstrated stable graft position, with no additional findings described. Code 5309-c:-endovascular inter 1ry procedure: other/unknown used to capture the use of endoanchors.